Manufacturer narrative:
Concomitant medical products: 4558m53 lead, implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the generator change procedure when the device was removed from the pocket pacer inhibition noted with rate now in the low to mid forties. The right ventricular (rv) lead was hooked up to the analyzer and low impedance and noise was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.